Manufacturer narrative:
The exposed portion of the soft cannula was observed to be torn, resulting in a fluid leak. The damaged cannula is confirmed as the root cause of the reported not sure delivering insulin complaint. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported that the patient's blood glucose level rose to 28.6 mmol/l (515 mg/dl) while wearing the pod between 5 and 24 hours. As treatment, a new pod was applied. The device investigation observed a cannula damage and fluid leakage during testing.